Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The remote monitor was not finding the implanted device. Troubleshooting steps were taken to no avail. The caller was referred to the clinic. The monitor remains in use. No patient complications have been reported as a result of this event. It was reported that the implantable pulse generator (ipg) exhibited a telemetry issue. The ipg remains in use. No patient complications have been reported as a result of this event.